Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners. Unit received with broken reservoir tube lip.

Event description:
The customer's granddaughter reported via phone call that they received a button error alarm during infusion set change. The customer's granddaughter also reported that the customer experienced low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer's granddaughter stated that the customer normally eats something to treat the blood glucose. The customer's granddaughter was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.